Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lung resection after the firing , they tried to remove the cartridge from the handle, however the jaws did not open. The procedure was completed with another device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reported condition for this incident was that the user was unable to remove the cartridge. The instrument was received engaged with the reload. The instrument firing knobs were partially retracted. The reload jaws in the clamped position. Visual inspection of the cartridge revealed that the reload was fully fired. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The instrument firing knobs were retracted fully, allowing for release of reload jaws. The loading unit was unloaded with difficulty. The instrument was then loaded with the listed reload from the pmv inventory and found to be fully functional. The instrument loaded, clamped, cycled fully, opened and unloaded repeatedly without difficulty. An access hole was cut into the instrument body for visualization of the firing rack. Replication of this condition can occur if the black firing knobs are not fully retracted after firing the instrument. Please be sure to fully retract the instrument firing knobs to the home position to allow for release of the loading unit jaws. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.